Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of above 300 mg/dl with moderate ketones present since starting pump therapy on (B)(6) 2015. The customer took manual injections to stabilize bg levels. The customer believes the insulin is going bad in the cartridge on day two. However, this could not be confirm.